Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 55cm femoral optease vena cava filter encountered resistance when the delivery sheath was advanced to the inferior vena cava and could not be advanced. After the delivery sheath was removed, it was found that the filter barbed through the delivery sheath. There was no patient injury and no other infectious diseases. The surgeon has "rich experience" and professional training in implanting the filter. The patient was being treated for deep vein thrombosis of the right lower limb, with a left femoral vein puncture. The diagnosis of deep vein thrombosis (dvt) was made based on preoperative testing, which included a d-dimer test and ultrasound, suggesting deep vein thrombosis. The extent of the dvt involved the right femoral popliteal vein. There was no thrombus present at the implant site, and the patient did receive anticoagulation treatment post-implant. Preoperative and postoperative imaging were completed, and the vena cava had a normal diameter. The vessel size was estimated. No peri/post procedural complications occurred. The procedure was completed by changing to another filter, and the sheath that came with the filter was used for access. During the procedure, a 6f non-cordis puncture sheath and a 6f cordis 150cm aquatrack sheath were also used. The filter was not in an acute or sharp bend during delivery, and there was no kink in the delivery sheath. Resistance was encountered when attempting to deliver the filter through the sheath, caused by the filter barbs piercing the delivery sheath. The vessel dilator was kept in the sheath introducer until the desired deployment location was reached. The device is available for evaluation.

Manufacturer narrative:
As reported, a 55cm femoral optease vena cava filter encountered resistance when the delivery sheath was advanced to the inferior vena cava, and could not be advanced. After the delivery sheath was removed, it was found that the filter barbed through the delivery sheath. There was no patient injuries and no other infectious diseases. The surgeon has "rich experience" and professional training in implanting the filter. The patient was being treated for deep vein thrombosis of the right lower limb, with a left femoral vein puncture. The diagnosis of deep vein thrombosis (dvt) was made based on preoperative testing, which included a d-dimer test and ultrasound, suggesting deep vein thrombosis. The extent of the dvt involved the right femoral popliteal vein. There was no thrombus present at the implant site, and the patient did receive anticoagulation treatment post-implant. Preoperative and postoperative imaging were completed, and the vena cava had a normal diameter. The vessel size was estimated. No peri/post procedural complications occurred. The procedure was completed by changing to another filter, and the sheath that came with the filter was used for access. During the procedure, a 6f non-cordis puncture sheath and a 6f cordis 150cm aquatrack guidewire were also used. The filter was not in an acute or sharp bend during delivery, and there was no kink in the delivery sheath. Resistance was encountered when attempting to deliver the filter through the sheath, caused by the filter barbs piercing the delivery sheath. The vessel dilator was kept in the sheath introducer until the desired deployment location was reached. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18354482 presented no issues during the manufacturing process that can be related to the reported event. Without the return of the device for analysis, the reported event of ¿catheter sheath introducer (csi) advancement difficulty and filter impeded perforated sheath¿ cannot be evaluated. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿caution: to avoid damage to the sheath introducer tip, do not withdraw the dilator until the sheath introducer tip is at the desired location in the ivc¿. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 55cm femoral optease vena cava filter encountered resistance when the delivery sheath was advanced to the inferior vena cava and could not be advanced. After the delivery sheath was removed, it was found that the filter barbed through the delivery sheath. There were no patient injury and no other infectious diseases. The surgeon has "rich experience" and professional training in implanting the filter. The patient was being treated for deep vein thrombosis of the right lower limb, with a left femoral vein puncture. The diagnosis of deep vein thrombosis (dvt) was made based on preoperative testing, which included a d-dimer test and ultrasound, suggesting deep vein thrombosis. The extent of the dvt involved the right femoral popliteal vein. There was no thrombus present at the implant site, and the patient did receive anticoagulation treatment post-implant. Preoperative and postoperative imaging were completed, and the vena cava had a normal diameter. The vessel size was estimated. No peri/post procedural complications occurred. The procedure was completed by changing to another filter, and the sheath that came with the filter was used for access. During the procedure, a 6f non-cordis puncture sheath and a 6f cordis 150cm aquatrack guidewire were also used. The filter was not in an acute or sharp bend during delivery, and there was no kink in the delivery sheath. Resistance was encountered when attempting to deliver the filter through the sheath, caused by the filter barbs piercing the delivery sheath. The vessel dilator was kept in the sheath introducer until the desired deployment location was reached. A non-sterile unit of optease vc filter ous, 55cm femoral only was received inside a transparent plastic bag containing the obturator, filter, bts csi, and vessel dilator. The filter was found perforating the cannula inside the bts csi, with the barbs approximately 21 and 17 cm from the distal tip, and a kinked condition was seen on the cannula 17 cm from the distal tip. The obturator presented two kinks found approximately 37 and 45 cm from the distal tip, and a kinked condition was also seen on the vessel dilator approximately 37 cm from the distal tip. Dimensional analysis was performed on the obturator, bts cannula, and vessel dilator near the kinked areas, and all measurements were found within specification. Functional testing was performed using a lab sample obturator and winged storage tube. The filter was successfully advanced through the bts csi and exited the distal end without resistance, obstruction, or impediment. The filter expanded as expected. Visual inspection revealed no damage or anomalies to the filter barbs or any other portion of the filter. The obturator, vessel dilator, and bts csi each presented kinked conditions, and the filter was perforating the cannula; however, the dimensional and functional evaluations were within specification, and the filter operated as intended. The reported ¿filter- impeded- perforated sheath¿ was seen during the product evaluation. However, the reported ¿catheter sheath introducer (csi)- advancement difficulty¿ could not be substantiated because this failure cannot be replicated in a laboratory environment. Procedural factors such as difficulty advancing the filter through a tortuous vessel is a possible cause. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Advance the sheath introducer to negotiate the curve, then continue to advance the filter¿ based on the available information, there is no sign that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.